Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a burn at the tip. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage to the instrument tip was first observed intraoperatively during use. It is unknown whether arcing occurred during the procedure, and details regarding the event are not applicable. The instruments used in conjunction included maryland bipolar forceps, fenestrated bipolar forceps, and cadiere forceps instruments. No patient injury was reported, and the instrument had been inspected prior to use, though no specific damage was noted at that time. The surgeon believes that the charring may have been due to high output. It is also unknown if the instrument collided with an energy device during the procedure. No photographic or video evidence has been provided for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips and at the outer surface of one the yaw pulleys. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.